Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a shock, however the rhythm didn't initially convert. The physician decided to proceed with defibrillation threshold (dft) testing to make sure the patient receives effective shock. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a shock, however the rhythm didn't initially convert. The physician decided to proceed with defibrillation threshold (dft) testing to make sure the patient receives effective shock. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 impact codes.